Event description:
It was reported that on (B)(6) 2013, the patient underwent the surgery with the xia3. On (B)(6) 2014, the surgeon confirmed via x-ray and found that the rod was broken. The patient underwent the revision surgery on (B)(6) 2014.

Manufacturer narrative:
Method: visual inspection. Results: device history could not be performed as no lot# was visible on returned device. Visual inspection noted the returned device was received in 2 pieces with 4 fracture/cut surfaces, confirming the reported event. Of the 4 surfaces 1 appears to have been cut and the other is too damaged for analysis. The remaining 2 appear to have beach marks, which is consistent with fatigue fracture. Conclusion: the most likely cause of the reported event is a fatigue of the device due to extended implantation with the skipped level contributing to the eventual fracture of the device.

Event description:
It was reported that on (B)(6) 2013, the patient underwent the surgery with the xia3. On (B)(6) 2014, the surgeon confirmed via x-ray and found that the rod was broken. The patient underwent the revision surgery on (B)(6) 2014.